Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Opened ts poly insert and the locking wire came apart from the poly before the surgeon could implant the product. This resulted in another implanted having to be sent from the office before the case could be finished. Delay was approx 40 minutes.